Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrected data section: b2: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 23mm 3000tfx aortic valve has been placed under consideration for avr via an open-heart surgery after an implant duration of approximately 15 years and 9 months due to valve degeneration. The patient presented with shortness of breath and chest pain.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm edwards surgical valve has been placed under consideration for a valve-in-valve procedure after an unknown implant duration due to unknown reason.